Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough and was diagnosed with a small pleural effusion. There was no report of serious patient harm or injury. The patient has reported to have seen a cardiologist and had a CT scan performed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to manufacturer, pil tech was able to confirm the device powers on and provides airflow. There was 1 incident of e-4 (err_null_ptr), a reboot error, and 1 instance of e-221 (err_motor_shunt_safety_timeout), a reboot error. These errors were not reproduced with continued usage and do not impact this investigation. During the investigation, pil observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, pca, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the top enclosure, ui panel, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event log was reviewed by the service center and infect01.inter01, infect02, irrit03, and irrit02 error code found. All mandatory section was update/corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough and was diagnosed with a small pleural effusion. There was a report of serious patient harm or injury. The patient has reported to have seen a cardiologist and had a CT scan performed. The device was returned to manufacturer, pil tech was able to confirm the device powers on and provides airflow. There was 1 incident of e-4 (err_null_ptr), a reboot error, and 1 instance of e-221 (err_motor_shunt_safety_timeout), a reboot error. These errors were not reproduced with continued usage and do not impact this investigation. During the investigation, pil observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, pca, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the top enclosure, ui panel, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil was unable to address the symptoms specified. In the previous report, it was reported as a product problem. As per pms decision received, it will be reported as a serious harm/injury. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box b, d, h has been updated/corrected.